Event description:
I was covering a case for rj and spd personal showed me a part with green coating coming off after wash cycle of reprocessing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 3 other events reported for the reported manufacturing lot visual inspection: the handle is worn an degraded. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
I was covering a case for (B)(6) personal showed me a part with green coating coming off after wash cycle of reprocessing.